Event description:
It was reported that difficulty deflation occurred. The simple, diffuse target lesion was located in the popliteal artery. A 3.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, after the first inflation at nominal pressure, the balloon was difficult to deflate. The balloon was then successfully deflated after excessive efforts of manual pulling. No patient complications were reported and the patient's status was stable.